Manufacturer narrative:
The insulin pump had constant motor error alarms during rewind due to out of phase motor encoder signal. The displacement test could not be performed due to motor error alarms. The drive support disk was inspected and no anomaly was noted. The device also had a cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to a magnetic field and alarmed motor error during rewind. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.